Event description:
Medics were attempting to monitor a pt (age and gender unknown). They indicated that the ECG trace on the unit's monitor screen display looked like asystole and that the trace was, "going up and down the screen". The medics obtained another unit and monitored the pt. There was no adverse effect on the pt. The medics evaluated the unit and they were unable to duplicate the alleged malfunction. The unit was returned to service. The complainant indicated that, "a few shifts later", the alleged malfunctioned occurred again. The medics obtained a backup unit and treated the pt (age and gender unknown). There was no adverse effect on the second pt.